Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.

Event description:
Pt's wife contacted dexcom technical support on (B)(6) 2012 to report that pt had suffered a hypoglycemic episode around 2:30 pm while playing golf and had lost consciousness. The owner of the (B)(6) tended to pt by offering him orange juice, glucose tablets and calling the fire department. Firefighters however did not treat pt, nor did they measure his bg. At the time of his call to dexcom technical support, pt's wife reported that pt was feeling fine.